Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number: 3009092818 and exemption number: e2016011. This report is filed september 28, 2016. H3 other text: implanted device remains.

Event description:
Per the clinic, the patient experienced swelling around the abutment site. Subsequently, the patient was prescribed topical antibiotics and steroids on (B)(6) 2016 (duration not reported). The implanted device remains.